Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 had multiple pocket and drawer failures. A field service engineer (fse) reseated the row board cable at the controller board and verified a secure connection to each row tray. The pyxis bus cable was also reseated and confirmed to be undamaged. Debris and pills were removed from beneath the cubies to resolve the issue. Hardware test application (hta) was performed and passed for drawers 3.1 and 3.2 and the customer successfully checked the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 had multiple pocket and drawer failures. The customer was unable to access the medications and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.